Event description:
It was reported to philips that the system gave a remote alert indicating a button was active during system startup, preventing the system from booting. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.